Event description:
New information received notes that when the patient presented for lead revision due to dislodgement, the set screw would not retract.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up clinic dislodgement was noted on the patient's right ventricular (rv) lead. The physician suspected that lead dislodged due to set screw mechanism malfunction. The lead was explanted and replaced. The patient was tolerated the procedure well and was discharged home. Further information was requested but not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.